Manufacturer narrative:
See scanned page.

Event description:
This system was returned with a letter from dr. Rexene worrell of the las vegas autopsy service. Per this letter, the patient expired. Lumax 340 hf-t, MDR 1028232-2009-00011. Setrox s 53, MDR 1028232-2009-00012.